Event description:
It was reported the patient presented with st elevation myocardial infarction (stemi) and went into cardiogenic shock with ensuing circulatory collapse. The procedure was to treat a heavy occluded lesion in the right coronary artery (rca). The lesion was pre-dilated with a 2.50x12mm and a 3.50x15mm balloon catheters followed by implantation of a 3.0x38mm xience skypoint stent and a 3.0x33mm xience skypoint stent. There was severe no flow treated with medication. During interventional efforts the patient coded once and advanced cardiovascular life support (alcs) was provided with intubation on mechanical ventilation and return of spontaneous circulation (rosc). The procedure was completed however shortly after successful revascularization the patient went into pulseless electrical activity and despite resuscitative efforts he was pronounced deceased. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of occlusion and death are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.